Event description:
An olympus employee reported on behalf of the customer, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the knife wire broke when current was applied. The procedure was completed by replacing the subject device with a similar device. There was no report of patient or user injury associated with this event. Additional information was requested regarding the reported event; however, no additional information was provided.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the broken cutting wire (knife wire) was confirmed. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured, and no abnormalities were identified. The length of the coated portion of the cutting wire, and the cutting wire itself, presented no abnormalities. There were no missing parts in the subject device. There were no abnormalities identified that could have led to the breakage of the cutting wire. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the reported problem was likely due to the cutting wire, where the wire coating was torn, came into contact with the distal end of the endoscope when the forceps elevator was raised. When the electric conduction was activated, this caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. However, a definitive root cause could not be determined. Regarding the torn coated portion of the cutting wire, it is possible that the slider was slightly pushed, causing the cutting wire to deflect. The coated portion of the cutting wire was possibly rubbed because of contact with a metal area of the endoscope. However, a definitive root cause could not be determined. The instruction manual provides the following regarding proper use of the device: "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion." Olympus will continue to monitor field performance for this device.